Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose/damaged and the usb cable had to be manually adjusted to charge the battery. Customer also reported that the pump would not always accept the cartridge during the loading step. There was no reported impact to customer's blood glucose. Customer did not provide further information regarding the event.